Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited chronic high thresholds and during implant procedure placement difficulty. The implantable pulse generator (ipg) exhibited premature battery depletion. The rv lead and the ipg were explanted and replaced. No patient complications have been reported as a result of this event.